Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure.the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
Customer contacted technical support (ts) stating that unit had touch screen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec¿d by MFR: 27sep2019. Date of report: 01oct2019. Per product support even when it was mentioned that the possible reason of failure was a defective touchscreen, the issue was solved replacing the power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10feb2020. B4: (B)(6) 2020. Follow-up correction on repair information. Third party biomedical engineer evaluated the device and confirmed the reported issue. The engineer confirmed several errors in the units diagnostic logs. The engineer replaced the power management board to resolved the issue. No parts were confirmed to have been returned for failure analysis, therefore, a confirmed root cause could not be determined. If additional information is received or if a part is returned, an investigation will be performed and an additional report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.